Event description:
The customer reported that the touchscreen of this ventilator is freezing up. They were not able to make any changes on the settings at first power up and sometimes after it warms up they are able to make some changes. No pt involvement.

Manufacturer narrative:
The customer evaluated the ventilator and replaced the user interface module and the problem was corrected.